Event description:
It was reported that two days after PICC was placed, a chest and arm x-ray showed there was a loop in the arm at or near the insertion site. PICC nurse recommended removal. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed, but the exact cause could not be determined from the radiographic image that was provided for investigation. The image showed what was consistent with a powerpicc. The section of tubing that was in the region of the upper arm appeared to be kinked or looped. The kinking of the catheter may have been affected by the insertion and/or securement technique and patient movement. The instructions for use (IFU) state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ since the kink was observed in the image, the complaint was confirmed, but the exact cause could not be determined. A lot history review (lhr) of redx2482 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx2482 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that two days after PICC was placed, a chest and arm x-ray showed there was a loop in the arm at or near the insertion site. PICC nurse recommended removal. No other information was provided.